Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51795, implanted: (B)(6) 1998, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported in 2000 the patient's catheter was cracked or kinked and the medication volume was correct. Patient experienced withdrawal like symptoms, chills and sweats constantly. It was noted that when the patient was experiencing the withdrawal and the medication was correct in the pump that it was found that the catheter was cracked or kinked. No further information was provided. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-empty before refill/withdrawal, (B)(4)-withdrawal/empty reservoir, (B)(4)-alarm/missed refill/withdrawal, and (B)(4)-withdrawal, chills, and sweats .